Event description:
See initial report.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility and could confirm the reported issue. The knob was tightened and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on follow up information, despite the loose knob, the user was still able to regulate the speed of the pump. Therefore, there is unlikely possibility to cause death or serious injury. The event is being reassessed as not reportable. A device service history review was performed and identified that the unit was manufactured in 2014 and no other similar event was reported. Based on all the above facts, it cannot be ruled out that the most likely root cause was a faulty knob due to its aging. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the sorin centrifugal pump console. The incident occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, a centrifugal pump console (scpc) has a loose knob on scpc control panel. There was no patient involvement.